Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. It was noted that the outer insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo, and the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. Concomitant medical products: addrl1 ipg implanted: (B)(6) 2014.

Event description:
It was reported that there were rising thresholds on the right ventricular (rv) lead. The lead was explanted and replaced. The right atrial (ra) lead was returned to the manufacturer after being explanted and replaced due to the performance of an associated product. The lead subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.